Event description:
This case, reported by a consumer, concerns a pt who experienced hemorrhaging in their eye. The pt was receiving human nph insulin rdna (humulin n) via a pen injector device (humapen ergo) for treatment of diabetes. It is unknown if pt was receiving any concomitant medications. While vacationing, the pt's pen malfunctioned and pt was unable to extract insulin. The pt stated that the pen worked for a few days, but then failed. Pt would push down on pen but nothing would come out. The pt did not receive any insulin for seven weeks, and as a result, experienced hemorrhaging in their eye (unknown which eye). Pt had been using this particular pen for less than two weeks. The pt stated that pt had called in regards to other broken pens back in january which pt has discarded. No add'l info is expected. The pen was received and it was determined, upon investigation, that the dose knob will not turn. Update oct-2000: upon review of case it was determined that the narrative be updated (pt did not receive insulin for 7 weeks, not 7 days) and serious criteria of disability be marked "yes". Update oct-2000: add'l info received in oct-2000 from the consumer. Updated narrative with info on previous pens, suspect drug changed confirmed to be humulin n, duration of use for current pen. Update oct-2000: add'l info received in oct-2000 from quality. Added results of investigation of humapen. Update nov-2000: added results of final investigation.